Event description:
According to available information, this device required replacement due to detachment. During implant, the doctor was able to place the device with no problem. When it came time to tighten the device the doctor pulled on the part that¿s supposed to tighten it and it was somewhat stuck. The doctor pulled once again, and it completely broke off. The patient will need to be scheduled at another date for replacement.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
According to the available information, the altis was to be implanted on (B)(6) 2023 but was not due to a failed altis sling. Additional information received indicated the doctor inserted the sling with no problem but when it came time to tighten the sling the doctor pulled on the part that is supposed to tighten it and it was somewhat stuck, the doctor pulled once again, and it completely broke off. A second sling was not available at the time of the procedure. The doctor did not want to keep the patient under anesthesia so he closed her up and was going to reschedule her. An altis sling, detached dynamic suture and two introducers were returned for evaluation. Examination of the sling revealed the static anchor attached to the mesh. The dynamic anchor and tensioner were not received. Microscopic examination of the detachment ends of the dynamic suture confirms rough and irregular surfaces, indicating stress was exerted. The tip of the left introducer was bent indicating stress was exerted. No functional abnormalities were noted with the right introducer. Based on the examination of the device, quality confirms that the dynamic suture was detached from the mesh. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure due to excess stress being placed on the dynamic suture. No information was received as to the events leading up to the bent tip on the left introducer. The introducer tip may bend, or eventually detach, if it is pushed onto something hard such as bone, which indicates the introducer may not have been in the proper place to insert the anchor, which may have resulted in the difficulty tensioning the sling. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.